Event description:
After 1+ months of implantation, this pacemaker was explanted due to an infection.

Event description:
After 1+ months of implantation, this pacemaker was explanted due to an infection.

Manufacturer narrative:
(B)(4). A response from the manufacturer is pending. Device was not returned.

Manufacturer narrative:
(B)(4), 2012.a response from the manufacturer is pending.since the device was not returned the production history and sterilization records were reviewed. The records showed the device was manufactured, sterilized and released according to applicable standard operating procedures. (B)(4): device was not returned.